Event description:
Per the clinic, the patient experienced an extrusion of the device (specific date not reported). The device was explanted on (B)(6) 2023, and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.